Event description:
Facility reported "cuff leaked, tried two different ones - third one worked." Facility also reported that the devices had been pre-tested. Note: facility rep, linda armbruster, indicated that the pt death was not attributed to a product problem.